Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) alleging that her onetouch ultra 2 meter was reading inaccurately high compared to another unknown meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged issue first started on (B)(6) 2016, 2:00pm. The patient obtained an alleged inaccurate high result of 367 and 399mg/dl on the subject meter compared to 163mg/dl on another meter. The patient was unable/unwilling to say how much time passed between obtaining these results. Based on statistical methodology, the calculated difference of these glucose results does not meet lfs¿s criteria for accuracy. The patient stated that ¿immediately¿ before the alleged issue began she developed the symptoms of ¿dizziness and lightheaded.¿ the patient reported that she self-treated with oral medications for diabetes, type and dose was unknown. At the time of trouble shooting, the cca confirmed that the subject meter was set to the correct unit of measure and an approved sample site was used to obtain the results. The patient used the correct testing steps to obtain the results. The test strip vial was neither cracked nor broken and the test strips were stored correctly and not expired. Cca noted that the patient did not have control solution to carry out a test. Replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because due to the comparison provided, the device malfunctioned.